Manufacturer narrative:
The device has been received by baxter for evaluation, upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the reported condition of a false air in line alarm involving an ipump was confirmed and reproduced during product evaluation. The root cause was due to a faulty micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. A service history review revealed the reported condition is not related to any previous reported problem for this pump

Event description:
The facility representative reported to baxter (B)(4) technical services one ipump that beeps air in line when there is no air. It is unknown when the reported condition occurred. According to the hospital representative there was no patient involvement, injury or medical intervention related to this device. No additional information is available.